Manufacturer narrative:
(B)(4). Date sent: 8/15/2023. D4: batch # e23050014. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one cecr45g reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: when positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action, improperly formed staples, and/or inability to open the instrument jaws. Event described could not be confirmed as the reload was received fully fired. Device history review a manufacturing record evaluation was performed for the finished device batch number of e23050014, and no non-conformances were identified.

Event description:
It was reported that during an unk surgery, after the device was fired, noted the staples malformed. Changed another one to continue the surgery, the same problem happened again. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.